Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured distal to glue zone; the fiber/glass cap distal part is detached and not returned; the heat shrink tube is melted; the fiber is blackened; there is some white unknown substance noted inside the heat shrink tube. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, "fiber breakage inside patient" at 45,751 joules and 09:21 minutes of usage. The fiber fragments were retrieved. It is unknown how the case was completed. There was no report of patient injury. There was no further information provided.